Event description:
Per report, the ethicon 29 mm eea stapler misfired during an lap lar. The eea stapler misfired or did not fire staples along the anastomosis site of the colon to splenic flexure site. Secondary to this they converted to open and had to hand fix. FDA safety report ID# (B)(4).